Event description:
According to the op report, this valve was explanted due to pv leak. Echocardiogram revealed aortic insufficiency. Intraoperatively, there was an area near the cusps and the junction of the left and right coronary cusps that was not endothelialized and was "somewhat" inflamed and appeared to be causing pv leak. The leaflets appeared to be moving satisfactorily. The valve was explanted and sent for cultures and sensitivity. The valve was replaced with a sjm 23ahp-102. The patient was transferred to the ICU in "stable" condition.